Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and miniarc sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced worsening incontinence, pain, dyspareunia, frequent urination but inability to fully empty bladder and frequent constipation. It was reported that patient¿s partner was injured during intercourse and he bled. The patient had sandpaper grinding feeling in her vagina whenever she moved. It was reported that the patient underwent unsuccessful attempt of partial removal of protruding or eroding mesh in (B)(6) 2009 with no pain killers.

Manufacturer narrative:
(B)(4): concomitantly during the initial procedure, the patient underwent a hysterectomy. Due to pain, dyspareunia, infections and incontinence, the patient had mesh removal on (B)(6) 2011.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.